Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger is displaying a problem and was alternating between the 'lifevest wearable defibrillator' and 'insert battery' screens. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger problem. Alternating screens) was confirmed. Upon eval, there was contamination on the battery board inside the charger/modem. The cause of the intermittent ability to recognize a battery is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminate charger/modem. The pt received a replacement charger/modem.